Event description:
Device report from depuy synthese reports an event in canada as follows: it was reported that the torque limiting handle was not capturing the torque limiting driver. There was no surgical delay and no patient consequences. The procedure was completed successfully. This complaint involves one (1) device. This report is for one (1) handle f/torque limiters 0.4/0.8/1.2nm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. State:(B)(6). Phone#: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.. The photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the handle f/torque limiters 0.4/0.8/1.2nm had no signs of issue. Complaint condition of being unable to assemble cannot be confirmed since the device was not returned, a functional test was unable to be performed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the handle f/torque limiters 0.4/0.8/1.2nm. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part# 03.110.005, lot# l871972, manufacturing site: werk bettlach, release to warehouse date: 23 may 2018, supplier: n/a, expiration date: n/a. Manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the handle f/torque limiters 0.4/0.8/1.2nm a dimensional inspection for the handle f/torque limiters 0.4/0.8/1.2nm was not performed as it is not applicable to the complaint condition. A complete functional test was unable to perform as the mating device was not received, the button was pushed and it would press smoothly, the complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the handle f/torque limiters 0.4/0.8/1.2nm would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.